Event description:
Pt received severe brain damage as a result of the application of luikart-simpson obstetrical forceps after seven (7) or eight (8) trial "pulls". Attempts were by two residents and the attending dr. The operative report accounts for four pulls by the one resident; the attending's note relates that the other resident, attempted two pulls and the attending, one pull. The delivery occurred at 0214 hrs. Apgars of 7 & 9 were reported. Right facial palsy was noted which the attending dr, thought was a transient right facial palsy from luikart simpson forceps trial. The pt was sent to normal newborn nursery. The pt was assessed upon admission to the nursery at 0315 hrs with the palsy, right side of head swollen, forceps marks to the left parietal region and temporal region. Subsequently, an erythematous patch to the right neck was also found per dr following pt's transfer. At about 0520 hrs the pt had an apneic-like episode which resolved with stimulation. However, at 0535, the pt turned dusky again and was admitted to nicu. A stat CT, inter alia, was ordered which was interpreted as showing left hemispheric infarct according to a review by pediatric neurologist. The pt was transferred to medical ctr the next day, and was evaluated for coagulopathic disorders of which there were none. The pt was transferred back to original hosp until discharge. It was felt by the neonatology team that the pt's left hemispheric infarct was likely to have been caused by use of the forceps. Consultation: this pt was transferred from hosp for a complaint of seizures with left hemispheric infarction of the brain. The pt had already been examined by a neurologist, who requested, since the pt had continuous seizure on the eeg done at hosp, that the pt should be brought over here for continued eeg monitoring and management of the seizures. Born by cesarean section for failed forceps delivery. Started labor at 19:10 with complete dilation the next day at 21:00. There was attempts at forceps delivery for failure to progress. However, it was unsuccessful, and the pt was delivered by cesarean section. At 2:14 there was a rupture of membranes for 22 hrs prior to delivery, and the mother received one dose of penicillin prior to delivery. There was nuchal cord times one that was reduced. The pt was described as floppy with no respiratory effort, and was given positive pressure ventilation by face mask for about 30 seconds, improved in color and activity. The apgar scores were given as 7 at one min and 9 at five mins. The cord blood gas showed an arterial cord ph of 7.29 and a venous cord ph of 7.31. The pt initially was thought to have some facial asymmetry, and a right facial palsy. The pt was brought to the normal nursery, and while in the normal nursery at about 5:30 in the morning, or three hrs after birth, was noted to have shallow respirations with dusky episodes, desaturations, and was brought to the nicu. In the nicu the pt had more dusky episodes, was noted to be apneic. Saturation dropped into the 60s and 70s, and the pt at that point was intubated and placed on mechanical ventilation. The pt underwent a sepsis workup. Later on during the day pt was noted to have some seizure activity, and phenobarbital was started. The pt was loaded with 20 mg/kg of phenobarbital. An eeg was done that showed seizure activity, some of which was electrical and not manifested by clinical seizure. The pt was transferred for seizure mgmt with continuous 24-hr eeg. Physical examination shows a pink, sedated pt, intubated, and ventilated. There is no sign of trauma on physical examination. There is dependent scalp edema on the occipital area, and to the right parietal side of the face where the pt is lying on. There is a small 1 cm area of erythema on the right occipital area. No marks of any sort on the left either or at the neck. The pt has facial swelling including the eyelids. Upon prying the eyelids open with q-tips the pupils are 3 mm and responsive to light on both sides. The pt has decreased tone and lies in the position where the left leg is more flexed than the right leg. Pt does, however, withdraw to stimulation, and does also move both arms and legs when touched. Breath sounds are clear. No heart murmur. The abdomen is soft with the liver palpable 1.5 cm below the costal margin.